Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on or approximately, (B)(6) 2014, the patient developed skin reactions from sensor tape adhesive. Date of sensor insertion and insertion site is unknown. Patient treats the affected area with flovent, prescribed by his physician on or approximately, (B)(6) 2014. At the time of contact, patient's current condition was fine. No additional event or patient information is available.